Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the left master tool manipulator (mtm) felt stiff and was difficult to achieve matching grip. The user switched to a different surgeon side console and confirmed that they were able to continue with the procedure without issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. The mtm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.